Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens implant procedure there was no ultrasound from the handpiece. The handpiece passed testing. There was no typical sound while grooving the lens. The tip was changed but did not resolve the issue. The handpiece was changed and the procedure was completed without harm to the patient. Additional information was requested and received.

Manufacturer narrative:
Additional information has been provided. The customer reported that the phaco handpiece had no phaco power. The phaco handpiece was received and a visual assessment of the returned sample did not find any visual nonconformity. The returned phaco handpiece was connected to a calibrated system. The phaco handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet product specifications. The customer reported event was not confirmed. The phaco handpiece was manufactured on january 19, 2017. Based on qa assessment, the product met specifications at the time of release. The handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).